Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed 'no disposable, clamp tubing'. Upon restart, pump alarmed no disposable pump won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged while pressing green flow stop down. Air bubbles were present in the cassette tubing. Cassette tapped on a hard surface and attached. Pump turned on, settings reviewed and upon restart, alarm returns. Process repeated and alarm persisted. No patient injury reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.